Event description:
The study indicates that approx 9 months post procedure, the pt returned to the hospital with stable angina pectoris. The pt had a high grade in-stent restenosis (2 focal stenosis) requiring revascularization with additional stent placement.

Manufacturer narrative:
This pt was randomized to the registry for two-vessel disease. A staged procedure was not planned. The indication for the index procedure was acute inferior myocardial infarction <6h pre-procedure. The target lesion was at the mid-rca. The vessel was a native coronary artery. The reference vessel diameter was 3.5mm. Lesion length was 20mm. Pre-procedure diameter stenosis was 90% and post procedure was 5%. Timi pre and post procedure was I and iii. The lesion was denovo and classified as type b2. Predilatation was performed using a 3.0x15mm balloon at 12 atms. A 6f guiding catheter and bmw wire were also used. A cypher was deployed at 14 atms. Post dilatation was not performed. The pt was discharged on 100mg aspirin, 75mg clopidogrel, statins, ace-inhibitors, and beta-blockers. During the one month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. During the six month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.